Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling their cartridge and not preforming the air removal step during the loading sequence. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 141 mg/dl.